Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving other drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient's mother had power of attorney for her daughter who currently lived in a memory care facility and did not currently have a pump healthcare professional (hcp). Patient had moved and patient's mother wanted to arrange for a manufacturer representative (rep) to meet at an upcoming appointment at the clinic, they would see the hcp on (B)(6). During the call, the patient started acting like she was in pain again. The patient started jumping out of her chair making movements that showed she was in pain. Patient did not speak. Patient's mother described it as shaking, displaying severe pain. Patient's mother saw her shaking thought pump had run out so they went to emergency room and the emergency room people said there was no way the pump was still working after such a long time. The hcp started giving her oral medication: tramadol maybe and codeine and since then taking as needed. Patient's mother read from note she had written with the date; (B)(6) 2015 hydromorphone dilaudid at that time she had 14 mls in the pump and that it was distributing was still working, and distributing (delivering) 0.965 mg/day. Patient's mother did not think it was hydromorphone in the pump now. Patient's mother did not know when the last refill was for patient's pump but the hcp from 3 years ago was hcp 3 years may have been the hcp in (B)(6). No further complications were reported.